Event description:
The reported stated that the device was very noisy and the gears are stripping. There was no patient injury or treatment associated with this event. During evaluation it was discovered that the alarm sounded bad.

Manufacturer narrative:
Device evaluation: the suspect device was returned and evaluated. During evaluation, the audible alarm speaker was found to be working, but sounded bad and was replaced. This is being monitored for trends.